Event description:
Event description boston scientific received information thatthe patient with these transvenous ventricular and atrial leads called a boston scientific technical services (ts) consultant to report feeling a hiccup and wondered if it was from the device. The patient was refered to her physician. Upon interrogation the patient had recieved an inappropriate shock. A comparitive xray displayed the device had been turned over in the pocket. Both leads were dislodged and pulled up around the device. The patient reported no stress or injury caused this. The physician suspected twiddlers.